Manufacturer narrative:
Continued e1 phone number :(B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "visual images of cysts are observed, some with movable echoes inside"- which is not device related. "Calcifications with benign characteristics." "Intracapsular rupture" this is for the left side device. The device remains implanted.